Manufacturer narrative:
F2203 - imaging required. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as surgical damage, observed a broken assessed as an unidentified (tear) opening and missing shell assessed as inconclusive. Additional observations: ¿ brown particles observed on the device.

Event description:
Patient reported right side rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture confirmed via ultrasound. The device has been explanted and replaced.